Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the lower part of the case found on (B)(6) 2021. Insulin pump received with a detached end cap. Insulin pump was also received with a frozen medtronic logo display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to a frozen medtronic logo display. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the original pcb 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a frozen medtronic logo display noted. The original pcb 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no frozen medtronic logo display noted. The original pcb 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no frozen medtronic logo display noted. Frozen medtronic logo display was confirmed, suspected on the pcb 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a detached end cap. Cosmetic damage was confirmed located at the lower part of the case. Frozen medtronic logo display was confirmed, suspected on the pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump was detached. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.